Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported. Additional information was obtained from the field indicating that this rv lead insulation was compromised. Also, patient with this lead was experiencing pain.